Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation and the reported deployment issue was able to be confirmed. The stent implant was partially expanded from the stent sheath. The outer member was separated from inside the handle. The distal sheath marker and the stent length marker material were flaked. Based on visual and functional analysis of the returned device, there is no indication of an issue/observation caused by or related to the design, manufacture or labeling of the device. The reported deployment issue appears to be due to the separated outer member. However, a conclusive cause for the separation could not be determined. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that a supera stent delivery system (sds) advanced to the right superficial femoral artery, moderately calcified lesion without reported issue. During deployment attempt, the stent failed to deploy. The physician suspected a broken device. The device was removed without reported issue and a new supera sds was used in replacement. There were no adverse patient effects and there was no clinically significant delay. The device returned with an outer member separation from inside the handle. The distal sheath marker and stent length marker were flaked.